Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was given a new mobile power unit (mpu) after continuous mpu alarms occurred and remained unresolved.

Manufacturer narrative:
Sections d1: corrected. Section d4, catalog number, primary UDI number: corrected section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of alarms occurring on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6) was returned for analysis in unremarkable condition. The unit was connected to a mock loop and test controller and ran for an extended duration without any issues or alarms activating. The mpu was functionally tested and passed all testing. Additional information provided on 01mar2024 stated log files were not collected, the cause and type of alarm is unknown, the patient denied having a yellow wrench alarm and that the alarm was not coming from the system controller. It was also stated that the alarm continued after unplugging the mpu from wall power and only stopped after the aa batteries were removed. A root cause for the reported event was unable to be conclusively determined throughout this investigation. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that continuous mpu alarms occurred and remained unresolved. The mpu alarmed constantly after the power source was changed from the mpu to battery power. The patient noted that when they transitioned from wall to battery power, the alarms were triggered on the mpu. The patient confirmed that the alarms were not generated from the system controller. The patient also noted that the power on symbol was green on the mpu and denied any yellow wrench or replace mpu battery alarms. The alarms persisted even after the mpu was unplugged from the wall and only stopped when the aa batteries were removed. The alarms returned when the aa batteries were replaced with new ones. The type of alarm was unknown, but it had a steady tone similar to a red heart alarm when heard over the telephone. The patient was given a new mpu.